Manufacturer narrative:
Product analysis: close visual inspection detected damage to the distal tip of the catheter. The tip appeared to be missing small particles at the edges. The complaint is for damage during use; the inner and outer diameter of the shaft meet specification. Further analysis into the integrity of the catheter inner lumen and tip revealed damage to the distal edges of the tip. The catheter inner lumen jacket was found undamaged. (B)(4).

Event description:
A launcher guide catheter was used during a pci procedure. Lesions were located in the mid and distal rca with severe tortuosity, severe calcification and 90% stenosis in the distal rca and 75% stenosis in the mid rca. Device was removed from packaging as per IFU, inspected and prepped with no issues. Lesion in distal rca was pretreated using a 1.5mm rotablator , followed by dilation using a balloon; nonetheless, it was under-expanded. Thus, the lesion was treated again using a 2.0mm rotablator. Then two non-mdt stents were implanted in a 75% stenotic lesion at the mid rca. After that, ivus showed unknown material that appeared to be foreign matter in the blood vessel between the two stents. Thus, another non-mdt stent was additionally implanted to the site where the unknown foreign material was observed and the procedure was completed. Fragment remains in vivo. It is reported that the physician commented that is likely the rotablator drilled the inner lumen of the launcher guide catheter. There is no reported malfunction against the launcher. No patient injury reported.